Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The event history log was checked along with the software app. The issue was confirmed. The pump alarmed when the battery was taken out after running a minimum of 4 minutes as a precaution known as battery fallout alarm.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited a red alarm that stayed on even after battery was taken out. No patient was involved in this event. No adverse effects were reported.